Manufacturer narrative:
(B)(4): the customer reported a red x during a pt care event. They could not continue using the device and switched to a different defibrillator. There was no negative pt impact. This complaint is still being investigated. A f/u report will be submitted upon completion of the investigation.

Event description:
This customer reported a red x during a pt care event. They could not continue using the device and switched to a different defibrillator. There was no negative pt impact.